Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain on both sides of her body, towards the fallopian tubes') in a 28-year-old female patient who had essure (batch no. 952105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cesarean section, vaginal delivery, anaemia and injectable contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful insertion procedure / cramps during insertion"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("continuous vaginal bleeding for several days, following essure insertion / continuous and abnormal bleeding after insertion"), back pain ("pain in the lower back with radiation to both legs, that causes lack of balance"), balance disorder ("pain in the lower back with radiation to both legs, that causes lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("intense migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dizziness ("dizziness") and abdominal pain ("belly pain"). In 2015, the patient experienced cervix disorder ("ultrasound showed a cervical lesion") and endometriosis ("ultrasound detected endometriosis"). On (B)(6) 2020, the patient experienced medical device site scar ("horrible scar due to essure removal"). On an unknown date, the patient experienced varicose veins pelvic ("varicose veins in her uterus"), dyspareunia ("painful sex"), constipation ("chronic constipation"), vaginal discharge ("white discharge with odor"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal pain"), gingival pain ("sore gum") and onychoclasis ("fragile nails") and was found to have uterine leiomyoma ("myoma"). The patient was treated with azithromycin (azitromicina), cassia fistula extract;malus domestica;senna alexandrina powder;tamarindus indica extract (tamarine), dimeticone, metronidazole, metronidazole (metronidazol) and surgery (removal of essure and fallopian tubes (laparoscopic salpingectomy) and myoma removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, fatigue, dizziness, abdominal pain, cervix disorder, endometriosis, varicose veins pelvic, dyspareunia, constipation, vaginal discharge, pain in extremity, vulvovaginal pain, gingival pain, onychoclasis, uterine leiomyoma and medical device site scar outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, balance disorder, cervix disorder, constipation, decreased appetite, dizziness, dyspareunia, endometriosis, fatigue, gingival pain, medical device site scar, migraine, onychoclasis, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, pyrexia, uterine leiomyoma, vaginal discharge, varicose veins pelvic and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2015 - trailing coils: left - 4, right - 6. After essure removal, plaintiff was informed by her doctor that she will need to remove her uterus due to varicose veins. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2020: negative. Ultrasound scan vagina - on (B)(6) 2015: essure devices visualized and were in correct place. Furthermore, cervical lesion and endometriosis were detected; on (B)(6) 2018: varicose veins in her uterus / pelvic varicose veins; on (B)(6) 2020: pelvic varicose veins. Lot number: 952105 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain on both sides of her body, towards the fallopian tubes') in a (B)(6) year old female patient who had essure (batch no. 952105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cesarean section, vaginal delivery, anaemia and injectable contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful insertion procedure / cramps during insertion"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("continuous vaginal bleeding for several days, following essure insertion / continuous and abnormal bleeding after insertion"), back pain ("pain in the lower back with radiation to both legs, that causes lack of balance"), balance disorder ("pain in the lower back with radiation to both legs, that causes lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("intense migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dizziness ("dizziness") and abdominal pain ("belly pain"). In 2015, the patient experienced cervix disorder ("ultrasound showed a cervical lesion") and endometriosis ("ultrasound detected endometriosis"). On (B)(6) 2020, the patient experienced medical device site scar ("horrible scar due to essure removal"). On an unknown date, the patient experienced varicose veins pelvic ("varicose veins in her uterus"), dyspareunia ("painful sex"), constipation ("chronic constipation"), vaginal discharge ("white discharge with odor"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal pain"), gingival pain ("sore gum") and onychoclasis ("fragile nails") and was found to have uterine leiomyoma ("myoma"). The patient was treated with azithromycin (azitromicina), cassia fistula extract; malus domestica; senna alexandrina powder;tamarindus indica extract (tamarine), dimeticone, metronidazole, metronidazole (metronidazol) and surgery (removal of essure and fallopian tubes (laparoscopic salpingectomy) and myoma removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, fatigue, dizziness, abdominal pain, cervix disorder, endometriosis, varicose veins pelvic, dyspareunia, constipation, vaginal discharge, pain in extremity, vulvovaginal pain, gingival pain, onychoclasis, uterine leiomyoma and medical device site scar outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, balance disorder, cervix disorder, constipation, decreased appetite, dizziness, dyspareunia, endometriosis, fatigue, gingival pain, medical device site scar, migraine, onychoclasis, pain in extremity, pelvic pain, post procedural haemorrhage, procedural pain, pyrexia, uterine leiomyoma, vaginal discharge, varicose veins pelvic and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2015 - trailing coils: left - 4, right - 6. After essure removal, plaintiff was informed by her doctor that she will need to remove her uterus due to varicose veins. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2020: negative. Ultrasound scan vagina - on (B)(6) 2015: essure devices visualized and were in correct place. Furthermore, cervical lesion and endometriosis were detected; on (B)(6) 2018: varicose veins in her uterus / pelvic varicose veins; on (B)(6) 2020: pelvic varicose veins. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.